Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The spring to the quick connect was missing. A functional evaluation revealed the motor continuously ran. The large arm wouldn't move because it was stiff. The piston migration was at .53 inches. The complaint was confirmed and the root cause has been associated with a mechanical problem. Factors that could have contributed to the reported event include debris preventing the solenoid valve or check valve from sealing properly. The evaluated failure of a stiff large arm can be attributed to a friction problem. A complaint history review concluded this was a repeat issue. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Internal complaint reference: (B)(4).

Event description:
It was reported that the motor of the spider had a motor fault. No case involved. Results of investigation have concluded that this unit had stiff joints which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.